Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the metal rod of the oral-b p3000 toothbrush broke in their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the metal rod of the oral-b p3000 toothbrush broke in their mouth. No injury was reported.

Event description:
Consumer via phone stated that the metal rod of the oral-b p3000 toothbrush broke in their mouth. No injury was reported. 28-jan-2022 case update: the suspect product was updated to oral-b power rechargeable toothbrush handle 3766 pro 3000 model d501.523.2x. The suspect product lot was 0324780712. No injury was reported. 16-feb-2022 case update: the concomitant product was oral-b power power oral care refills 3d white eb18. No injury was reported.

Manufacturer narrative:
08-mar-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.